Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer having trouble with insulin pump and could not deliver insulin. Customer stated that they took medicine and their blood glucose got up to 392 mg/dl, they did a manual bolus and it went down to 183 mg/dl, went down to 118 mg/dl and again it went up to 345 mg/dl. Customer stated that the insulin pump was on the tempal basal. Customer stated that they tried 4 attempts for the bolus. Customer stated that the bolus not delivered active insulin. The device will not be returned for analysis.